Event description:
Boston scientific received information that during a routine follow up this pacemaker and right ventricular (rv) lead revealed a rise in pacing impedances greater than 2000 ohms and a loss of capture (loc). The patient was admitted to the hospital and a revision procedure was performed. During the revision the physician discovered a connection issue with the device and lead. The lead was reconnected to the device; tested and impedance measurements were within normal range. The revision was completed with no complications and no adverse patient effects were reported. . The device and lead remain in service.

Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.